Event description:
It was reported via legal documentation that approximately 8 months after a left total knee replacement procedure, the patient underwent a revision procedure to address joint laxity. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm, (B)(6) - 200-02-35 - three peg patella 35mm, (B)(6) - 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01063. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-01063.